Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. Visual, tactile and microscopic examination was performed on the device. Visual and tactile inspection of the hypotube shaft identified no issues. Visual and tactile examination of the shaft polymer extrusion identified no issues with the outer / mid-shaft sections or the inner lumen of the device. The stent was not returned for analysis. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. An examination of the balloon found no evidence that the balloon had been inflated, and the balloon was folded. Microscopic examination of the bumper tip showed signs of distal tip damage.

Event description:
Reportable based on device analysis completed on 25nov2025. It was reported that crossing difficulties were encountered. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the highly tortuous and highly calcified middle left anterior descending artery. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, during tracking, the device failed to cross the lesion and the procedure was postponed. There were no patient complications. However, returned device analysis revealed that the stent was detached.